Event description:
This device was implanted on (B)(6) 2014 and remains implanted at this time. An adverse events report states that the device delivered inappropriate shocks. The physician was dr. (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)